Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2021-15103. It was reported the patient had been receiving insufficient coverage. As a result, the patient's leads were explanted and replaced with 4 (different model) leads to provide resolution.